Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a connectivity issue in which the dexcom g7 continuous glucose monitor became unpaired from the ilet while the dexcom app continued to display glucose values, and the agent guided the user to toggle bluetooth, restart the device, and re-enter the pairing code, after which the ilet resumed the pairing process and subsequently showed connection with glucose readings in range. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included no injury and no hospitalization. Investigation included remote troubleshooting and user-performed reboot and re-pairing steps. Investigation of this case revealed that the event was consistent with a transient communication or pairing failure between the ilet and the dexcom g7 sensor-transmitter, which resolved after standard connectivity recovery steps. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption addressable through user troubleshooting.